Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 48 mg/dl and the insulin pump went into threshold suspend. Customer stated that it happened again, her current blood glucose is 170 mg/dl but the sensor is reading 60 mg/dl. Issue occurs while customer is in bed. Customer stated that the last sensor was bent. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specifications with accurate readings. Unable to confirm the insertion anomaly due to the product being returned opened/used.